Event description:
As reported by the edwards field clinical specialist, upon removal of the 22fr sheath, a dissection was noticed in the external iliac artery. The intima of the vessel was thought to have been disturbed by the dilators/introducer upon insertion. The patient remained stable throughout the procedure. A peripheral stent was placed in the external iliac, effectively repairing the dissection and restoring brisk flow to the right leg. Additional investigation revealed the following: the vessel was described as mildly calcified and not tortuous. Nothing was noticed to be abnormal about the device prior to insertion, and no difficulty was experienced when inserting or removing the dilators. There was also no difficulty encountered when using the closure device.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. The DHR review for the effected device was completed and the device met specifications prior to distribution. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 7.2mm, and the vessels were noted to be non-tortuous and mildly calcified. The root cause for the reported dissection cannot be confirmed. There was no significant vessel calcification or tortuosity, and there was no report of difficulty advancing or withdrawing the sheath. It is possible that the borderline size of the vessel in combination with mild calcification, contributed to the event. There is no allegation of device dysfunction, or misuse and no inadequacies in the physician training have been identified; therefore no further investigational actions will be performed in relation to this event.